Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 18x13x160 36 std neck srom stem would not go down canal. The surgeon pulled stem out reamed up to 14mm tried again and the stem was still getting stuck during insertion about 1/3 of the way down. We opened a 18x13x160 30 std stem and that did seat all the way. There was a surgical delay of 10 minutes. Doe: (B)(6) 2021, affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected:

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device is unable to determine a root cause for the problem reported. Related dimensional inspection found no discrepancy from drawing requirements. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Corrected: h3